Event description:
Anchor breakage.

Manufacturer narrative:
The device was received by mitek. Although the complaint description indicated that the anchor broke, the anchor appears to be in its designed condition. However, the inserter is broken. One of the prongs on the distal end of the inserter, which holds the anchor in place, was missing. The affiliate was contacted before the device was received, and they confirmed that all pieces were removed from the pt. Although no patient consequences were reported in this case a report is being for consistency as similar complaints have been reported on in the past.